Event description:
I started to develop flank pain around (B)(6) 2022 that mimicked previous pain from a hiatal hernia and umbilical hernia he had repaired in 2005 with hernia mesh. The pain persisted and worsened to a level that was not tolerable and appts were made with his gp then a surgeon. The surgeon ordered a CT scan of the abdomen witch showed air pockets, fistulas and slippage of the hernia mesh. The dr. Performed an egd and visualized the twisting of his stomach due to hernia slippage and the state of the repair was not in tact. The surgeon took biopsies and observed no tumors or polyps. He has a flouro x-ray scheduled for (B)(6) and we will be making arrangements with the surgeon that day for the removal and repair of his failed mesh repair.